Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis and subsequently passed away coincident with automated peritoneal dialysis (apd) therapy. The cause of the peritonitis was unknown. It was reported that the patient was hospitalized for an unrelated indication prior to time of death. On an unknown date during hospitalization, the patient was diagnosed with peritonitis and was treated with unspecified antibiotics (dose, route and frequency not reported) for the event. On an unreported date during hospitalization, pd therapy was discontinued and the patient was switched to hemodialysis and received approximately two-three treatments prior to passing away. The cause of death was reported to be due to peritonitis and an unrelated indication. It was not reported if an autopsy was performed. Additional information was requested but is not available.